Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported during patient use, that the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. The customer reverted to manual CPR (exact length of time was not provided) and the patient was transported to the hospital. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on 08/27/2015. Investigation results as follows: visual inspection of the returned platform was performed and no physical damages were observed. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 41 (patient temperature sensor failure) on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 41 message was not duplicated during functional testing of the returned platform. Test results confirmed that the temperature sensor was functioning properly and was within specification. A run_in test using a 95% patient test fixture was performed for approximately on hour without any issues. The platform successfully passed functional testing. A root cause of the ua 41 could not be determined. However, possible causes could be due to improper storage of the device in a hot environment or exposure to direct sunlight for a period of time that will increase the internal temperature of the autopulse. Based on investigation, no parts were replaced to remedy the reported complaint. In summary, the customer's reported complaint of the platform displaying a ua 41 was confirmed through review of the platform's archive data, however this was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 41 message. Therefore, a root cause for the reported ua 41 message could not be determined. The platform passed all final functional testing criteria.